Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems broke apart during use. The following information was provided by the initial reporter: "catheters came apart when using."

Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 8214832; the lot number was built / packaged on nfa line 1 from 05aug2018 thru 10aug2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot number. Received 80 unused nexiva 20ga units in sealed packages from catalog number 383516, lot number 8214832. The units were received in one shipper, with four dispensers; which had 20 units per dispenser. Visual/microscopic evaluation: the representative returned units showed no signs of bends, cuts, holes, kinks, splits, and wrinkles in the extension tubing¿s. The extension tubing was adhering to the inside clear port wall of the catheter adapter. Conclusion: indeterminate ¿ the defect catheter broke/separated after placement was not identified or confirmed with the returned units. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd nexiva¿ closed IV catheter systems broke apart during use. The following information was provided by the initial reporter: "catheters came apart when using".